Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to defective eeprom.

Event description:
On 11/22/2021, it was reported by a sales representative via (B)(4) that the camera of an ar-3210-0040 nanoscope handpiece was not taking pictures. They tried using a second camera and it was doing the same thing, it appeared to take images and sounded like it, but no images were displayed. This was discovered during use with no impact to the patient. The sales representative was advised to restart the nanoscope to see if the camera would start taking and saving pictures.